Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-08878. The patient ((B)(6)) received an occipital nerve stimulator (ons) for migraines approximately two years ago. It was reported the patient experienced ineffective stimulation. X-ray images indicated the lead had migrated. Surgical intervention was undertaken during which it was noted the suture had broken which resulted in the lead being disconnected from the anchor. The physician repositioned the lead and anchor. Stimulation was restored following the procedure.